Event description:
A report that the patient's precision system was explanted due to the system never 'taking care" of the patient's pain. No additional information is available. The implanting physician was not aware that the patient was explanted.

Manufacturer narrative:
The explanted devices were not returned for evaluation.